Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery longevity of this cardiac resynchronization therapy pacemaker (crt-p) went to three years after several months implanted. No further information has been obtained despite good faith efforts. As of this time, the device remains in service. No adverse patient effects were reported.